Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiography (tee). A watchman fxd curve access system (was) was positioned, and a 20mm watchman flx laa closure device & delivery system was used. Once position, anchor, size, and seal (pass) criteria was met, the closure device was released. After release, the physician observed via tee a small strand approximately 13mm long resembling a thrombus at the threaded insert of the closure device. The patient was administered anticoagulation medication and was monitored overnight. There were no further consequences, the patient was discharged, and will remain on anticoagulation medication for forty-five (45) days.